Event description:
Customer reported that the main power button was not functioning properly and had become nonresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.